Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken in the region of a kink. The hypotube broke at 560 mm distal to the distal end of the catheter strain relief. The hypotube may have broken due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the stent found no issues with its profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal anterior intraventricular artery. A 38 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion. While approaching a non-bsc guide catheter towards the connection, the physician pulled the shaft to reposition stent. However, the shaft of the stent snapped just before the entrance of the valve. The broken part was pulled back and was removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patient was okay.

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal anterior intraventricular artery. A 38 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. While approaching a non-bsc guide catheter towards the connection, the physician pulled the shaft to reposition stent. However, the shaft of the stent snapped just before the entrance of the valve. The broken part was pulled back and was removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patient was okay.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the distal anterior intraventricular artery. A 38 x 3.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. While approaching a non-bsc guide catheter towards the connection, the physician pulled the shaft to reposition stent. However, the shaft of the stent snapped just before the entrance of the valve. The broken part was pulled back and was removed completely. The procedure was completed with another of the same device. No patient complications were reported and the patient was okay.